Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken near at the sensor base, broken part found still in cannula tubing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose was 96 mg/dl. The customer is calibrating and treating for her meal at the same time. It was explained to the customer that she should not calibrate unless her blood sugars was stagel and it is not stable if she is giving a bolus for her meal. The customer was advised to calibrate after hear meal. The customer was advised that sensor may be malfunctioning. The customer was advised to change site and return sensor in use. The customer was offered to replace the sensor.